Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed parallel lines of shell wear on the anterior aspect. Additionally, a tear measuring approximately 6.0 cm was found within the shell wear and extending to the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right-rupture, right-sided seroma. Manufacturer's reference number: (B)(4).

Event description:
Two 500cc mentor memorygel breast implant protheses were received by the mentor failure analysis lab on (B)(6) 2021 for an event where right-sided rupture and late onset seroma were reported. However, the devices were not differentiated for left and right. Multiple attempts were made for clarification. However, no response had been received. Since both devices were observed to be ruptured due to natural wear, it was determined on 5-feb-2021 that both devices meet the criteria of MDR reportability. In the absence of clarifying information, it cannot be determined what issues the patient experienced with this device. However, the device was explanted and found to be ruptured due to natural wear. As a result, this will be conservatively reported to FDA. This report is for the left-sided prosthesis.